Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right capsular contracture baker grade IV. Device remains implanted.

Event description:
Healthcare professional reported, right capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease fold observed on the device. ¿ white particle observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a3, d9, h3, h6.

Event description:
Healthcare professional reported right capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported right capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.